Event description:
It was reported to inspire a patient passed away on (B)(6) 2023, three days post-implant of the inspire system. The implanting physician stated that the patient was struggling to breathe, so their spouse contacted emergency services. The patient was transported to the hospital and upon arrival, the patient went into respiratory failure and coded. They were unable to resuscitate the patient. An autopsy was performed and showed the patient died of a pulmonary embolism. Note that prior to the implant, the patient underwent a pre-op evaluation and was cleared for surgery. The inspire therapy had not been activated yet.